Manufacturer narrative:
The device or logs was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Hematuria : the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review and to correct previously reported information. No new adverse event information is being reported. H6. Health effect - clinical code has been corrected to e0303 (hemolysis), all previous codes have been removed. Anemia (e0301): erroneously coded. Cardiogenic shock: at the time of impella support initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage a cardiogenic shock, with progression to stage d given the patient's underlying condition, disease state. H6. Health effect - impact code has been corrected to f1905 (device revision or replacement), all previous codes have been removed. Additional device required (f2301). Device revision/replacement covers escalation to impella 5.5. Medical safety/clinical review. Medical safety/clinical reviewed the event a 59-year-old male with a medical history of coronary artery disease, prior coronary artery bypass grafting, mitral regurgitation, hyperlipidemia, and hypertension was brought to the cardiac catheterization laboratory for mechanical circulatory support. The patient was initially supported with an impella cp. During impella cp support, red-colored urine (hematuria) was observed, and the patient required vasopressor support. The patient was considered a potential candidate for advanced heart failure therapies. A decision was made to escalate support to an impella 5.5 to allow continued evaluation. Following escalation to the impella 5.5, the hematuria resolved. Two days after initiation of impella 5.5 support, the patient experienced an episode of sustained ventricular tachycardia, requiring reintubation and reinitiation of vasopressor therapy. Due to ongoing hemodynamic instability, extracorporeal membrane oxygenation (ECMO) was initiated. Subsequently, the patient expressed a desire not to pursue heart transplantation or further advanced therapies and elected to withdraw care. The patient subsequently expired. This event story include two product complaints. Impella cp - MDR 1220648-2025-47734: serious injury. Impella 5.5 - MDR 1220648-2025-48295: death. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Manufacturer narrative:
The cause of the hematuria was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant reported that a patient implanted with an impella cp experienced hematuria. The patient was escalated to an impella 5.5 and survived.

Event description:
A notification received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry noted additional patient conditions.

Manufacturer narrative:
B5 updated. H6 health effect - clinical codes added - anemia, hemolysis, cardiogenic shock. The investigation is still ongoing.

Manufacturer narrative:
E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. Investigation summary: hematuria : the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.